Manufacturer narrative:
A partial lead was returned in four segments. External insulation abrasion was noted at 22.7 cm to 24.5 cm from the connector pin consistent with friction to another device or feature of the heart. The etfe coating was abraded at this location.

Event description:
This report is to advise of an event observed during analysis.